Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the enteral feeding pump did not pump enough food. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
The customer reported that the enteral feeding pump did not pump enough food.